Event description:
It was reported that while the customer was playing basketball, the pump touch screen became cracked and unresponsive. Customer¿s blood glucose was 250 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.